Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported that the ventilator failed pre-use check. Before using the ventilator, the pre-use check internal leakage, pressure transducer and safety valve tests failed, and the pressure difference was greater than 5 cmh2o. The hospital uses third-party service why no service report or defective parts were returned. The evaluation of received device logs shows a long history of failed pre-use checks including the reported failures. On (B)(6) 2020, technical error codes for an expiratory channel failure also appeared. This day will be used as the date of event. The ventilator hadn't been used for a long time; ventilation hadn't been started after (B)(6) 2019, and the last successful pre-use check passed on (B)(6) 2017. The hospital uses third-party service. As no part was reported replaced or returned for investigation, the cause of the reported failures could not be determined. H3 other text: 4117.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).